Event description:
It was reported that stroke occurred. A left atrial appendage closure procedure was performed, and a 30mm watchman laa closure device was implanted on (B)(6) 2020. Approximately 6 years later, the patient presented to the hospital after having a stroke. The physician suspected there may be a peri-device leak and is considering using a plug or coil to treat the leak, but this has not yet been confirmed. A transesophageal echocardiogram (tee) was performed and was negative for clot. The patient was restarted on their blood thinners.

Manufacturer narrative:
B3: bsc aware date used as event date unknown.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media was captured during a follow up appointment and does not require further review by either bsc medical safety or watchman medical media smes. Device history record review: a review was completed of the device history records (DHR) for the watchman laa closure device, part # m635wu30060 batch # 0023778898. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman laa closure device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and cerebral vascular accident (cva) (medication and imaging required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, and cerebral vascular accident (cva) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that stroke occurred. A left atrial appendage closure procedure was performed, and a 30mm watchman laa closure device was implanted on 17-dec-2020. Approximately 6 years later, the patient presented to the hospital after having a stroke. The physician suspected there may be a peri-device leak and is considering using a plug or coil to treat the leak, but this has not yet been confirmed. A transesophageal echocardiogram (tee) was performed and was negative for clot. The patient was restarted on their blood thinners.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media was captured during a follow up appointment and does not require further review by either bsc medical safety or watchman medical media smes. Device history record review: a review was completed of the device history records (DHR) for the watchman laa closure device, part # m635wu30060; batch # 0023778898. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman laa closure device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and cerebral vascular accident (cva) (medication and imaging required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, and cerebral vascular accident (cva) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that stroke occurred. A left atrial appendage closure procedure was performed, and a 30 mm watchman laa closure device was implanted on (B)(6) 2020. Approximately six years later, the patient presented to the hospital after having a stroke. The physician suspected there may be a peri-device leak and is considering using a plug or coil to treat the leak, but this has not yet been confirmed. A transesophageal echocardiogram (tee) was performed and was negative for clot. The patient was restarted on their blood thinners.